Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 3.50mm rebel stent was selected however during preparation of the device while outside the patient's body, it was noted that one of the stent struts was flared. The device never entered the patient's body. The procedure was completed using a non bsc stent. No patient complications were reported.